Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer inspected the station to verify the reported issue and observed that the drawer failed to acknowledge the closed condition. Diagnosis revealed a failed full height inseparable due to a dropped magnet, which was replaced. Additionally, the full height inseparable was proactively replaced prior to failure, and new slide rail bumpers were installed on full height drawer 1 to ensure performance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 2 had failed and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.